Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Customer was treated with manual injections and their blood glucose was monitored by their daughter every hour. Customer declined to perform the high pressure test. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.